Event description:
The customer reported being hospitalized for low blood glucose in april. The blood glucose reading was 20mg/dl. The customer also mentioned that the device was exposed to an x-ray machine in the past. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.